Event description:
A us distributor returned a monitor and reported being unable to recognize a te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) was confirmed due to a burnt r781 driven ground resistor, causing damage to the computer/analog board. The root cause for the damaged resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.